Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the photos. Analysis of the sample showed that the used device has the needle protruding through the catheter. However, bd cannot confirm the cause of the failure to manufacturing since controls are in place throughout the device assembly that are capable of segregating defects of this type. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in needle through catheter. It was reported by customer that "when partially pulling back needle in 22 gauge IV and reinserting, needle is puncturing IV catheter and splitting catheter in two." Verbatim: rcc received a complaint via email. Email(s) attached. When partially pulling back needle in 22 gauge IV and reinserting, needle is puncturing IV catheter and splitting catheter in two. Has happened multiple times with this lot number of IV sets. Lot# 4303911. Additional information received on 24th june 2025: it happened on 2 different patients and then was recreated by poking a saline bag.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.